Manufacturer narrative:
No issues were identified with the complaint kit lot g29320 during the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from italy alleged discrepant results for 4 patient samples with the cobas® sars-cov-2 assay compared to the thermofisher test. The samples were recollected on a different day and retested on the thermofisher platform where methodologies and lods may be different. Sample a: generated positive result for target 2 (sarbecovirus) CT value (37.53). The sample was recollected and tested on a thermofisher analyzer which generated negative results. Sample b: generated positive result for target 2 (sarbecovirus) CT value (34.86). The sample was recollected and tested on a thermofisher analyzer which generated negative results. Sample c : generated positive result for target 1 (sars-cov-2) CT value 33.93 and target 2 (sarbecovirus) CT value (35.21). The sample was recollected and tested on a thermofisher analyzer which generated negative results. Sample d: generated positive result for target 2 (sarbecovirus) CT value (37.11). The sample was recollected and tested on a thermofisher analyzer which generated negative results. No harm was alleged. There is no information if these results were reported out to the respective patients.